Event description:
Reported to inamed rep by pt "bad erosion, got embeded with my liver". Follow-up findings with the physician's office confirmed "the pt had the band removed because there was no erosion. The band was also up against the liver but no damage or problem with the liver".